Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 280 mg/dl at the time of the event. The customer was treated with manual injection/insulin pen and ems/ambulance/ER visit. The customer also reported that the inpen was really loose, the part where you put the cartridge in, it wiggles. The event involved product(s) mmt-105nngyna. Troubleshooting was performed. Customer reported dose knob/dial misalignment or slip issue. Inpen replacement initiated. No further patient complications were reported. The customer will discontinue to use the insulin pump. Mmt-105nngyna was requested and customer response was the device will be returned.